Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 26 devices were received for evaluation; 26 events were confirmed during testing. The 26 devices were found to be affected by detached / missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 26 </noe> malfunction events, in which the device disassembled. The 24 reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact.